Manufacturer narrative:
(B)(4) follow up. It was reported the needle was obstructed. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one video was provided for evaluation by our quality team. In the video, it is possible to confirm the clogged needle defect. The probable cause of the needle being blocked is that the cannula was pulled out too much before the epoxy was applied. A device history record review was completed for provided material number 30281264, lot 4204389. Inspections were carried out according to plan and no record of this defect was observed. There were no quality occurrences or maintenance events related to this incident. Additional device histories were reviewed for each lot of needles used in the manufacturing of this final unit. There was no documentation for this type of defect during the entire production run of these batches. To date, there have been no other similar events reported for this lot. Based on the investigation, bd confirms the incident in question.

Event description:
No additional information received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 27x1/2 ll eclipse needle was clogged / blocked. The following information was provided by the initial reporter translated from portuguese to english: once again, we had a 13mmx0.40mm needle obstructed, making it impossible to administer local anesthesia.